Event description:
It was reported that an attempt was made to interrogate an implanted pacemaker, and the initial interrogation was retrieved, but then communication was lost. The programmer rf (radiofrequency) head was repositioned, the programmer turned off and on, and the rf head replaced, with no success. There were no patient complications as a result of this event.

Event description:
It was reported that an attempt was made to interrogate an implanted pacemaker, and the initial interrogation was retrieved, but then communication was lost. The programmer rf head was repositioned, the programmer turned off and on, and the rf head replaced, with no success. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. When the programmer rf (radiofrequency) head connector was moved on the programmer, telemetry was lost, until the connector was moved again. It was determined that the programmer rf head connector was loose. (B)(4) the programmer rf head was analyzed, and no anomalies were found.